Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 90 mg/dl. Customer also reported fasting blood glucose results obtained of 65 and 70 mg/dl using truemetrix meter. The customer's expected fasting blood glucose test result range is 97 - 112 mg/dl. Customer stated the truemetrix results were low compared to results from doctor's meter (doctor's meter results were not provided). Customer stated that the visit to the doctor was a scheduled appointment because he was not feeling well. Customer also stated that during the office visit when comparing results he had blurry vision and was feeling shaky. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).